Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 29-aug-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant surgery, the tip of the lead became extremely bent and somewhat frayed, possibly from the needle. The patient had complicated anatomy with lots of scar tissue. The doctor asked for a new lead since it was very hard to drive/steer. The issue was resolved.